Event description:
One pt sample with high glucose result of 179 mg/dl, that was lower when repeated on same analyzer two times resulting at 92 & 93 mg/dl respectively. Sample was also repeated by another method resulting at 88 mg/dl. Initial result was not reported. The field service rep was unable to determine the cause of the discrepancy. Performance tests were performed which were within specifications.